Manufacturer narrative:
The pump was not returned to animas for evaluation. The device history record for this pump was reviewed and the device was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Pt reported that the pump screen was blank. No additional information regarding the function of the pump was provided.